Event description:
Pt suffered an ankle sprain and was given an ankle brace by dr (B)(6) on (B)(6) 2012. Unfortunately dr (B)(6) never told her how to use the device. Pt wore the device all day and all night, taking it off only for showers. She suffered deep vein thrombosis as a result of wearing this device, spending 5 days in the hospital. Her leg was very swollen, painful and she suffered emotional changes. She has been placed on coumadin since then, which was changed her lifestyle. She gets blood work done every other week.